Manufacturer narrative:
1. No nonconformance was found and recorded in the document (B)(4) after okb reviewed device history record (dhf) of the suspected meter (serial#: (B)(6) and strips (lot#: d220623b-1). 2.the returned meter that was shipped to pdc on 2023-01-20 was used to re-examine its setting and all functions, and no malfunction occurred. Standby current (37.9 ua) of the returned meter met acceptance criteria (< 55 ua). 3. Suspected strips with 2-year shelf life were manufactured on 2022-06-23 and expired on 2024-06-23. Because they were expired and out of specifications, the suspected meter was tested by using any retained strips (lot#: d230320b-4) from okb's warehouse and control solutions (batch# of level low: 2ah1a04 and exp. By 2025-01-31; batch# of level high: 2ah3a19 and exp. By 2025-01-31), gcs test results (level low: 72/72; level high: 299/296) met the acceptance criteria (level low: 40~85; level high: 230~340). 4. Expired strips may cause inaccurate blood glucose readings. Warning information regarding not to use expired strips was disclosed in user's manual and strip labeling to avoid this problem. Furthermore, the expiration date was shown clearly on the strip label, strip box and kit box. Therefore, the root cause of the complaint resulted from user's improper operation.

Event description:
Caller stated that medical attention was sought on 7-11-2024-around 5:50pm at home. Caller stated that the end-user was feeling dizzy so he tested his blood glucose and received a reading of 440mg/dl. A normal reading for that time of day is usually around 113mg/dl. Caller stated that she then drove the end-user to tidewatch free standing emergency department located at (B)(6). When the end -user arrived at the hospital his blood glucose was 360mg/dl. Caller stated that they gave the end-user insulin to lower his blood sugar. The end-user was using expired test strips. Educated the caller to discard any expired product they have. The meter had the memory cleared prior to initial call so we were unable to get any readings from the meter. Caller stated that the end-user was at the hospital for 3 hours. End-users blood glucose was 111mg/dl when he was discharged from the hospital with instructions to follow up with his primary doctor. No additional information has been provided.